Manufacturer narrative:
Device evaluated by manufacturer.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the right ventricular lead was explanted and replaced due to a high pacing threshold. The patient was stable following the procedure, and no further issues have been reported.